Manufacturer narrative:
510k: this report is for an unk -locking/set screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient initially underwent the dorsal fusion l4/5 with expedium verse procedure on an unknown date in 2017. Patient underwent for revision surgery in 2018 due to lose innie. No further information provided. This report is for (1) unknown locking/set screws. This is report 1 of 1 for (B)(4).